Event description:
The manufacturer received information indicating a trilogy evo ventilator was due for 4-year maintenance and firmware update. There was no patient involvement, and no harm or injury reported. The device was returned to a third-party service center for evaluation and completion of 4-year maintenance. The device download error log was reviewed and based on information indicating the oxygen blending module experienced a valve failure and the oxygen flow sensor was stuck. The repair indicates replacement of the oxygen blending module. Additional non-critical alarms occurred for an event involving voltage for which the system printed circuit board assembly was preventatively replaced to prevent failure. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.